Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the pacemaker reached elective replacement indicator (eri) after 39 months of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pacemaker reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.